Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwtch will be filed as appropriate. Investigation summary : according to the information received, it was reported that during the surgery of rotator cuff repair surgery, the anchor was broken off, removed all the pieces. No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was only observed the information in the label. The photo did not provide evidence of the failure reported into device; therefore, the complaint is not confirmed. A manufacturing record evaluation was performed for the finished device lot number: 3l87710, and no nonconformances were identified. Hands on analysis should provide the evidence necessary to define a specific root cause, but it was discarded. We cannot discern a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the 4.5 healix br anchor w/ocord device broke off. All pieces were removed . Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.